Event description:
A 24 diameter x 14 mm diameter x 13.5 cm anneurx bifurcated stent graft and its components were implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology at the time of implant is unk. It was reported 22 months post stent graft implantation the pt's aortic neck had expanded, due to disease progression. The CT demonstrated that there was a type I endoleak with no stent graft migration, however the aneurysm was enlarging. The physician elected to implant an aortic cuff and the type I endoleak resolved.